Event description:
The disposable conmed irrigator had a constant leak.

Event description:
Add'l info rec'd from MFR 8/7/03: this same hospital has reported this similar problem to conmed twice before. Each time they returned the suspect device for evaluation. The engineers found that the hospital had significantly altered the device, which caused the leakage if irrigation fluid. Co's examination of the previously returned devices found that the irrigation fluid tubing had been cut off of the hand piece and then reattached. The tubing is solvent bonded onto the irrigation fluid port within the handpiece. All are tested for leaks with an air pressure flow meter prior to packaging and sterilization. The cutting of the tubing and then reattaching it by only pressing it partially on to the fluid port was easily noticed. Co does not know why the hospital found it necessary to do this to the device. If co receives the device, which was reported as leaking, in this medwatch, it will send the results of investigation.